Event description:
In 2008, the pt reported that the plunger of the insulin cartridge became stuck to the piston rod of his infusion device causing about 34 units of insulin to spill into the cartridge compartment. He stated that he was able to remove the plunger using a "popsicle stick." He was advised to consult with his physician regarding alternative methods of insulin delivery. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.